Event description:
A pt reported experiencing inaccurate erratic results with a sse meter. The pt's blood glucose results were 110mg/dl, 208 mg/dl. Tests were done within <10 minutes with a difference of 55%. Pt did not experience any adverse events. No further info has been reported. *note - customer cleaning meter incorrectly.*